Manufacturer narrative:
Product analysis confirmed customer's reason for return has been confirmed. Bad connection on the channel 1 due a loose lead socket. The batteries are more then 2 years. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic that the nim 4.0 was giving incorrect measurement and inconsistent reading. The patient interface channel 1 was not making good contact, causing the reading to register interference and signal loss. Checked with patient simulator, they have interference during surgery. After updating the software to version 1.7, the interface is also not recognized by the nim when connected to the cable, detected only via bluetooth there was no patient impact.